Event description:
There was leakage coming from a disposable suction irrigation that had not been noticed with identical disposable products in other cases. The rep was contacted and came to examine the product. Unable to determine whether or not this was a defect so the product was sent back to undergo eval. The lot replaced with different lot numbers. No harm to pt.